Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement of a competitor lead the patient's right atrial (ra) lead was possibly damaged. The ra lead was explanted. No patient complications have been reported as a result of this event.